Manufacturer narrative:
The device was returned and evaluated. The evaluation suggests an obstruction or customer abuse.

Event description:
Consumer's daughter alleges the consumer was in the recline position when the back of the chair broke causing the consumer to fall resulting in neck and back injuries. Consumer's daughter also alleges there are bolts and broken wood on the floor from the chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's daughter alleges the consumer was in the recline position when the back of the chair broke causing the consumer to fall resulting in neck and back injuries. Consumer's daughter also alleges there are bolts and broken wood on the floor from the chair.